Manufacturer narrative:
The device was returned for evaluation. No damages or defects were observed with the needle mechanism assembly that would cause the cannula to dislodge. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could possibly cause bleeding and nothing was found. The exact cause of the reported bleeding could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 285 mg/dl while wearing the pod for more than 48 hours. While noticing his bg levels increasing he looked at the pod and saw that the cannula dislodged from the infusion site (abdomen). Patient gave himself a correction shot with a pen. The patient's blood glucose and insulin history are as follows: (B)(6).